Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 10 mg/dl at the time of the event. The customer stated that her continuous glucose sensor read 20 mg/dl. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The customer was disconnected during priming. The customer uses apidra insulin. Nothing further was reported.